Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia and pneumonia. The customer stated that she only recalls that her blood glucose was 78 mg/dl after she woke up from being unconscious. The customer then stated that she had been having low blood glucose levels the day prior to the event. The customer further stated that her doctor recently took her off several medications. Nothing further was reported.